Event description:
The customer reported that the insulin pump alarmed off no power. Troubleshooting was performed. The alarm history did not revealed any low battery alarms. The customer also stated that the device alarmed button error once, and he ended up in the hospital for low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.